Event description:
While on a pediatric call with lifepact team, size 10 small adult cuff had broken. The plastic piece where the monitor clips had come off completely making the cuff unable to use. Had to use smaller size cuff for the patient on the call. When back in storage, found that 5 other size 10 cuffs had broken clips that were unable to use.